Manufacturer narrative:
A4 - patient weight added device was returned for analysis and upon receipt was found to not communicate with external devices. Battery was depleted due to a lack of charging. Review of the instructions for use states: do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg became inoperable after not being charged for approximately 4 years. As result the ipg was replaced on (B)(6) 2020. Therapy was restored post-op.